Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076-52 non-defib lead 2012-(B)(6); 4076-58 non-defib lead 2012-(B)(6); (B)(4).

Event description:
It was reported that the patient has twiddlers syndrome and inadvertently dislodged the left ventricular (lv) lead. The lead was re positioned and was dislodged once again. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - event summary: the lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the patient has twiddlers syndrome and inadvertently dislodged the left ventricular (lv) lead. The lead was re positioned and was dislodged once again. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead was not capturing. The patient was enrolled in the product surveillance registry clinical study.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.